Manufacturer narrative:
Should additional information become available, this event will be updated.

Manufacturer narrative:
As no further information is expected regarding this event, this investigation is complete. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that one week post implant, this right ventricular lead displayed high out of range shock impedance measurements. In addition, the p-wave could not be measured as the patient is pacing one hundred percent. The lead was reprogrammed, however the shock impedance remained high out of range. Another attempt to reprogram from the coil to can revealed an acceptable shock impedance. A revision is intended as it was thought there was a relaxation of the df-1 proximal pin. An internal technical service consultant was contacted. No adverse patient effects were reported. This lead remains implanted and in service.

Event description:
Additional information was obtained regarding this event. A revision procedure was performed. This lead's proximal connection was disconnected and reseated in the set screw. It was thought this resolved the issue. Interrogation revealed normal measurements. This lead remains implanted and in service.